Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a wedge resection procedure, since it was difficult to approach the site,the surgeon articulated and closed and opened the jaws several times, and then eventually closed the jaws and started to fire following to confirming green light. The surgeon carefully fired it to not get forceps involved in the jaws, however, the closed site could neither be seen by scope or under direct vision. The device soon changed to slow mode continuing the firing, then stopped on its own. Since the sound was stopped, surgeon press long the center control button to return it to neutral position and tried to remove the device from the cavity, however, the reload remained articulated and was caught to chest wall. The surgeon removed it tenderly to not damage the tissue. Then he/she found that no staple had not come out and that the thrust bar was bent and was out of position from the joint of the jaws. The reload was unloaded from the adapter. A new reload was opened and used with the same handle to complete the resection. The patient had chronic obstructive pulmonary disease and interstitial pneumonia, as well as fibrosis, therefore the tissue was stiff. According to the surgeon, it is possible to have got forceps involved in the jaws since the tissue had a certain thickness. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload had a full complement of staples. The knife bar was herniated from the side of the reload with the jaws clamped. Due to the condition of the reload functional testing could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur if the device is articulated beyond the design intent causing the blowout plate to break and fail during articulated firing. The device could have been articulated beyond the design intent through the means of the user manually exercising the articulation feature before use or firing against an object while articulated. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.